Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6)" h3: complaint for the reported leaking issue could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a cause cannot be determined. No device history record was reviewed since lot number was not provided.

Event description:
It was reported that two sets of the cadd extension set tubing were faulty. The patient changed the cassette and tubing on sunday and then woke up monday morning with a red spot on her skin. Patient mentioned this had happened before and usually indicated a leak at the filter, causing the medication to come into contact with their skin. Patient replaced the tubing and had no further issues on that day. After the next cassette change on tuesday night, the same issue occurred, and the patient¿s skin was even more irritated. The patient was unable to determine which lot number was affected. The pump never alarmed, and the patient remained asymptomatic. This was a continuous infusion. Patient switched to a backup device and was able to successfully continue their infusion as it was life-sustaining. The event occurred while in use with the patient. The pump was not replaced, only the cadd extension set.